Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) approximately three years from the implant date. Technical services recommended replacing the device. A new guidant device was successfully implanted. No adverse patient effects were noted.